Manufacturer narrative:
Concomitant product: addr01 ipg, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular lead bipolar pacing impedance was low. The unipolar pacing impedance was 320 ohms, however non-physiologic oversensing occurred in the unipolar pacing configuration. It was also noted the patient experienced pauses in the rhythm due to the oversensing inhibiting atrial paced events. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.